Manufacturer narrative:
Other text: updated information provided in h3, h6, and h10. The returned sample was received inside of a plastic bag which is not its original packaging. Two photos were attached in the complaint: an extension set is observed. Visual inspection: the returned unit was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. No obstructions, damaged, broken, or other defects were detected in none of the joints of the product. Functional test: leak testing on the sample received was performed. During the leak test, leak was present in the filter air vent. Complaint is confirmed. The IFU was reviewed to verify for any condition or caution that could create leaks during the use of the product. The root cause was determined to be user interface. As per IFU cautions section, leaking could occur if using solutions contained high levels of surfactants may cause fluid leakage through the air vent passage of the filter. No corrective actions are performed since failure mode is not related with manufacturing process.no problems or issues were identified during this device history record (DHR) review.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during use the disposable leaked medical fluid from the filter. No patient injury reported.